Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and two thermocool® smart touch® sf bi-directional navigation catheters, it was reported that towards end of case, after completing the pfa (pulse field ablation) portion of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the piu (patient interface unit) in order to do the flutter line, the carto¿ 3 system displayed error 7, leakage current detected on piu rl input. There was no signal loss or interference that accompanied the error. The force reading for the first thermocool® smart touch® sf bi-directional navigation catheter was fluctuating erratically, and a "hi" force alert was intermittently displayed on the force readings dashboard. The thermocool smarttouch® sf catheter was re-zeroed multiple times, without resolution. The cable was replaced without resolution. The catheter was replaced with a like device. However, the same issue persisted on the second thermocool® smart touch® sf bi-directional navigation catheter. Next, the medical team inspected both connectors on the two catheters. There was "black char" identified inside of both the cable connectors. Additionally, the medical team inspected the piu map port on the carto 3 system, and noticed there was black char present inside the port as well. "Something appears to be stuck" inside one of the "cylinders" inside the map port. The medical team could not confirm how the damage occurred. By this point, the patient had been under general anesthesia for approximately 2 hours. A transseptal puncture had been performed on the patient. However, the atrial fibrillation/atrial flutter portion of the procedure was cancelled. No patient consequences (such as extended hospitalization, exacerbation of the patient's disease, or implication by the physician that risk was increased due to the cancellation) were noted.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-apr-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and two thermocool® smart touch® sf bi-directional navigation catheters, it was reported that towards end of case, after completing the pfa (pulse field ablation) portion of the procedure, when the thermocool® smart touch® sf bi-directional navigation catheter was connected to the piu (patient interface unit) in order to do the flutter line, the carto¿ 3 system displayed error 7, leakage current detected on piu rl input. There was no signal loss or interference that accompanied the error. Additionally, the medical team inspected the piu map port on the carto 3 system, and noticed there was black char present inside the port as well. "Something appears to be stuck" inside one of the "cylinders" inside the map port.## the issue was resolved by replacing the backplane card with another one that was delivered to the account. The system is operational. The suspected backplane card was sent to the manufacturer for investigation. It was found that the issue was caused due to a defective map port. The manufacturing record evaluation was performed on carto 3 system 35363, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).